Event description:
It was reported that a patient's blood glucose levels (bg) reached 330 mg/dl, while wearing the pod less than 1 hour, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was observed on the mechanism rails, pcb assembly and batteries. All attempts to download the data from the pod were unsuccessful due to the corrosion on the pcb assembly. The generation of the reported hazard alarm during pod operation could not be confirmed. Inspection of the fluid path found a tear on the unexposed portion of the soft cannula, which resulted in the corrosion observed inside the device. It could not be conclusively determined if the damage to the soft cannula or the corrosion to the internal components resulted in the reported hazard alarm during pod operation. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm during pod operation event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.